Event description:
Fifty-nine year old female had implants removed due to painful contractures, plus somatic complaints (weakness, pain, arthritis) which caused her and her primary care physician to request that implants be removed. Both implants were intact upon removal however, pathology report states capsular tissue contains scattered foamy macrophages consistent with silicone-containing macrophages within capsules.